Manufacturer narrative:
(B)(4). No unexpected prime/fill anomaly noted during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, unit passed the dat test at 0.0886 inches. No possible over/under delivery anomaly noted. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of below 40 mg/dl. The customer also had blood glucose level of 368 mg/dl at the time of incident. Customer¿s blood glucose level was 318 mg/dl at the time of call. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does allege insulin pump was over delivering. Customer also reported that the insulin dripping or squirting from end of set before connecting at their site. The insulin pump was returned for analysis.